Event description:
It was reported that during equipment testing completed at the user facility the castor of the device broke off. There was no associated procedure, and no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the castor broke off was confirmed during visual inspection. The castor was repaired at the user facility.

Event description:
It was reported that during equipment testing completed at the user facility the castor of the device broke off. There was no associated procedure, and no medical intervention and no adverse consequences were reported with this event.